Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 23mm non-abbott device and was inflated twice. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed, that the implant depth is at an acceptable level below annulus. The implanter checked for non-uniform expansion of the valve and since there wasn't any, the valve was deployed and released. A post-implant balloon aortic valvuloplasty was performed using a 25mm non-abbott device due to under expansion of the valve. The final non-coronary cusp implant depth was 5.49mm. Post-procedure it was noted via electrocardiogram that the patient developed a complete left bundle branch block (lbbb). There was no intervention performed or planned. The patient was in stable condition at the time of report. The cause of the patient's lbbb is attributed to the implant procedure. The cause of the under expansion of the 29mm navitor vision valve is attributed to presence of calcium. The patient did not have a prolonged hospital stay due to these events.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion and left bundle branch block (lbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the valve underexpansion could not be conclusively determined. The cause of the reported left bundle branch block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a post-implant balloon aortic valvuloplasty was performed due to valve underexpansion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.